Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and a history of coronary artery disease (cad). Following device placement, the patient developed a hematoma at the femoral access site after the peel-away sheath was removed and the repositioning sheath was advanced. Bleeding required application of a fem-stop device to achieve hemostasis. One unit of packed red blood cells was administered. The reported access-site bleeding and hematoma are known potential adverse events associated with large-bore arterial access and the anticoagulation requirements of impella support, as described in the instructions for use. The bleeding was managed with standard interventions, and it is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
Corrected data. D1/d2 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the access site adverse event was not determined due to insufficient clinical details.